Manufacturer narrative:
H3, h6: it was reported that the patient began experiencing recurring pain in an unspecified date in 2023. The healthcare provider determined that (I) the device is shifting and grinding; (ii) blood cobalt and chromium levels were reported to be 'extremely' high, although the concentration was not mentioned; and (iii) the implant is to be replaced on an unspecified date in 2023. It is unknown if the revision surgery has been already performed or not. As of today, the devices, which were used in treatment, remain implanted in the patient and therefore cannot be evaluated. Without a provided part or batch number, a complaint history, historic escalation actions or manufacturing records review for the devices cannot be completed. Should more information be provided at a later date, this task will be reopened and completed. Review of the product IFU for the cup found adequate warnings and precautions in relation to the alleged failure modes. A risk management review for the cup was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Insufficient details were provided to determine which type of head was implanted, therefore the IFU and risk management documents for the head could not be reviewed. As of the date of this investigation, it is unknown whether the revision surgery has been performed. Further clinical documentation has not been provided for evaluation, as it was noted that additional information cannot be sourced. Therefore, there were no clinical factors found which would have contributed to the reported pain, shifting and grinding of the device, and extremely high cobalt and chromium levels. The patient impact beyond that which has already been reported could not be determined. Based on the information provided we cannot further investigate the complaint our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. If the products or additional information become available in the future, this case will be reopened. Based on this investigation the need for corrective and preventative action is not indicated. Additional information: d8, e2 corrected data: g2, h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, after a bhr system had been implanted on (B)(6) 2021, the patient began experiencing recurring pain in an unspecified date in 2023. The healthcare provider determined that (I) the device is shifting and grinding; (ii) blood cobalt and chromium levels were reported to be 'extremely' high, although the concentration was not mentioned; and (iii) the implant is to be replaced on an unspecified date in 2023. It is unknown if the revision surgery has been already performed or not. Further information was not provided.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). MDR report #: mw5120631.